Manufacturer narrative:
Product event summary: the 1.0 controlle ((B)(4)), was returned for analysis. The pump, (B)(4) was not returned. A review of the manufacturing records confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis of the controller revealed that the unit passed visual inspection and functional testing. Review of the controller log files revealed that the controller in use at the time of the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the controller log files revealed 11 controller power-up and associated pump start events logged on (B)(4) since (B)(6) 2017, confirming the reported event. The final controller power-up event was logged on (B)(6) 2017 at 22:22:38. The data point prior to the controller power-up event,at 22:15:26, revealed that the controller was connected to an ac adapter on power port 1 and (B)(4) with 96% relative state of charge (rsoc) on power port 2. Fifteen (15) minutes after the controller power-up, at 22:37:36, the controller was still connected to an ac adapter on power port 1 and (B)(4) with 96% relative state of charge (rsoc) on power port 2. The maximum pump off time was approximately 7 minutes and 12 seconds. Based on the available information, the patient has a history of disconnecting both power sources from the controller. Based on the log file analysis, the root cause of the loss of power may be attributed to a double disconnection of both power sources. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There is possible patient, pharmacological, phycological and procedural factors that may have contributed to this event. Additional products: controller 1.0/(B)(4) ; (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the site that the patient was having suicidal thoughts and stopped taking their anticoagulation therapy. It was then stated that the patient had a stroke event that was due to the stoppage of the anticoagulation medication. It was further stated that the day after the stroke that patient self-disconnected both batteries due to the suicidal thoughts. It was then stated that the clinic performed a thrombectomy and the patient is now struggling with minor cerebral bleeding and needed to be intubated. It was then said that that patient expired, and the clinic performed an autopsy. The pump was extracted and opened, and it was stated that they found different structures inside the pump. The precise dates of the actions were not given. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: controller/(B)(4)/cat#1407de/exp. Date 2017-06-30; UDI#: unk, mfg. Date: 2016-06-30. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller passed visual inspection and functional testing. The locking mechanism between batteries and controller was working as intended. Both power ports clicked when connected. Returned date: 2018-01-22. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient died on (B)(6) 2017. The autopsy was done on (B)(6) 2017, and results will not be made available. The site has stated that they will remain with the device. No further patient complications have been reported as a result of this event.